Manufacturer narrative:
(B)(4). Concomitant medical product: biomet soft-touch electrodes, 63b catalog #: 106130-22 lot #: ni, therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0002242816-2018-00014.

Event description:
The patient reported he received the orthopak unit for his foot in (B)(6) 2017. He began experiencing a rash sometime in (B)(6) 2018. He reported having red blisters that are breaking through the skin and they are not itchy. He also stated in the beginning he was not repositioning the electrodes on his skin, but now he has been repositioning them. He also stated he feels like the temperature in arizona has contributed to the rash. His doctor prescribed a steroid cream, he did not know the name of the cream. He reports he has not used any new soaps or detergents etc... No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. No physician's reports were provided and the product was not returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4). Method code updated to 4114 device not returned. Results code updated to 3221 no findings available. Conclusions code updated to 4315 cause not established. Multiple MDR reports were filed for this event, please see associated report: 0002242816-2018-00014-1.